Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0136m, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012, product type lead; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Event description:
It was reported the patient¿s spouse had been noticing some symptoms over the past period. A problem with the patient programmer was reported and the patient¿s spouse saw a change the patient programmer battery screen. The programmer batteries were replaced and the implantable neurostimulator (ins) was checked. The ins was on program a at 2.60 and 1.70. The patient stated that when the programmer batteries were weak the programmer and ins could not communicate. Three months prior to this report the patient met with their healthcare professional and the ins still has two more years, but therapy had not been as effective. The patient had a loss of therapeutic effect following a fall. Shortly after implant the patient needed to go to therapy to gain use of their arm and shoulder. During therapy the right ins had moved slightly in the chest, but after a year of therapy the ins had moved a substantial distance. The ins was now touching a bone that it had not before. The patient did have more problems with their left side in general. The patient¿s spouse wondered if the left side had lower stimulation than it should be. After the patient took their meds ¿it should have a little surge, not from the transmitter, just the body in general.¿ the patient had not gotten ¿a boost.¿ at the time of this report the patient had just taken their medications as the previous dose was wearing off. The patient had less energy and they were weaker. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.